Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, cautery did not receive power from the generator at all. Staff tried manipulating the power cable and generator and opened a second evh cable but nothing worked. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the jaws. No visual defects were observed. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. There was no evidence of blood on the inside of the switch. We were unable to observe any electrical issues or failure to energize for the complaint unit during our testing. Based on the returned condition of the device and the investigation results, the reported complaint was not confirmed for the reported failure mode "failure to deliver energy".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, cautery did not receive power from the generator at all. Staff tried manipulating the power cable and generator and opened a second evh cable but nothing worked. A replacement device was used to complete the procedure. The hospital did not report any patient effects.